Event description:
Approx 25mm of the ablator tip fell off inside the pt midway into the procedure. X-ray equipment was needed to search for the broken piece. The surgery was extended between 30-45 minutes, but the piece was retrieved. No adverse consequences reported with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion.